Manufacturer narrative:
(B)(4). All available information was investigated and the reported detachment of device component (luer) was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported detachment of device component (luer) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the flush port broke off. It was reported that during preparation of the mitraclip xtr clip delivery system (cds), the port on top of the cds chamber where the red cap goes broke off with the red cap still on. The device was not used. There was no patient involvement. The procedure was completed successfully with another cds xtr. There was no clinically significant delay in the procedure.